Manufacturer narrative:
All available information was investigated, and the reported clip jumping was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip jumping. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation, the clip jumped open half way through opening from a closed position to 120 degrees. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Na.